Event description:
Lawsuit alleged the pt was implanted with a stimulator in 2001. The pt was readmitted to medical center twice in 2002, once for revision surgery and once for total replacement of the stimulator. MFR rep reported the revision occurred due to high impedances. The device was explanted and returned to the MFR for analysis. The hcp reported on the product return form high impedances on electrode #2 and #4 and intermittent stimulation. A follow-up report will be sent if additional info is recieved.